Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Cable assembly broken connector pins. The assigned conclusion code pertains to the external device: model 37761, serial (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type recharger. (B)(4).

Event description:
The patient reported their charger had stopped working. They had their implantable neurostimulator recharger (insr) plugged in but they were getting the warning screen to charge the insr. They plugged it in again and the insr was not charging and the connector pin was broken on the desktop charger. They were sent a new insr but noted they need a new desktop charger because theirs was coming apart. The patient also noted they had no stimulation. The last time the felt stimulation was on (B)(6) 2015. No interventions or cause or outcome were reported however additional information has been requested. If received a follow-up report will be sent.